Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded at the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This complaint was reported by (B)(6).

Event description:
It was reported that when impacting the head onto the stem, the impactor fractured. Attempts have been made, and no further information is available.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.